Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of an (B)(6) male pt called zoll to report that the pt was treated while in the hosp. The lifevest treated the pt at 17:21:14 on (B)(6) 2014. The rhythm at the time of treatment was atrial fibrillation with a rapid ventricular response (150 bpm). The rapid atrial fibrillation contributed to the false detection. The pt was conscious, but the response buttons were not used prior to the treatment. The pt remained in the hosp and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: monitor (B)(4): 02/2013. Electrode belt (B)(4): 06/2013. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).